Event description:
The event is reported as: there was an incident in which the clips are popping off vessel.

Manufacturer narrative:
At the time of this report, the device sample was not returned for evaluation. The results of the investigation was not available at the time of this report.